Event description:
This notification is being reviewed due to a user of a simplygo device with an allegation of low oxygen concentration error. The coating of the ac cord was torn. There was no serious patient harm or injury. There was no medical intervention reported. The device was returned to the manufacturer for evaluation. During evaluation of the device, the ac cord damage was confirmed. The decrease in oxygen concentration was confirmed. The sieve canister kit was replaced. The inlet filter was deformed, so the inlet filter was replaced also.